Event description:
The customer reported to vyaire medical that the vela ventilator has intermittent transducer error. The customer confirmed that there is no patient involvement associated with this reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer troubleshoots the unit performed all transducer calibration and the turbine differential pressure transducer failed. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Result of investigation: vyaire medical was able to confirmed and duplicated. This issue is isolated to faulty transducer sensor diff pres miniture 2.5 psi. This is known issue referenced with CAPA - 000000281 and (B)(4). Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.